Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. A device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. A labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was calling because the arctic sun device was beeping. Mss had nurse to check event log and noted alert 113 (reduced water temperature control). Patient temperature was 37.9c, target temperature was 37c, water temperature was 32.4c, t4 4.1c, mixing pump 100%, system hours were 6882, pump hours were 5671. Mss advised the nurse to had biomed come pick this device up. Per biomed call received 27jan2023, biomed has a device sent from the floor with a failed mixing pump and wanted to replace mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the nurse was calling because the arctic sun device was beeping. Mss had nurse to check event log and noted alert 113 (reduced water temperature control). Patient temperature was 37.9c, target temperature was 37c, water temperature was 32.4c, t4 4.1c, mixing pump 100%, system hours were 6882, pump hours were 5671. Mss advised the nurse to had biomed come pick this device up. Per biomed call received (B)(6) 2023, biomed has a device sent from the floor with a failed mixing pump and wanted to replace mixing pump.